Event description:
It was reported that the screen turns black and the kvp tracks up to 12kvp on the 9600+ system. It was also reported that the system worked for cases, but customer had to do last case with another c-arm. There was no report of patient injury

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.